Event description:
It was reported that fluoroscopy revealed possible insulation damage. Lead was functioning normally. The lead was explanted during the generator change out.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. An external insulation abrasion was found at 11.0cm - 11.5cm from the electrode tip, consistent with lead friction and another device. The re and rv conductors were visible but the etfe coating was intact at the same location.